Manufacturer narrative:
Based on the information provided, the investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable ise indirect na and cl for gen.2 results for 1 patient sample tested on the cobas 6000 c501 module. The initial results were not reported outside of the laboratory. The initial chloride result was 142.9 mmol/l with a repeat result of 100.7 mmol/l. The initial sodium result was 102.76 mmol/l with a repeat result of 137.84 mmol/l. The sodium and chloride electrode lot numbers and their expiration dates were requested but not provided.